Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility, previous cyst was filled with bio-oss, but bone quality was still inadequate.